Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed to address the occlusion. Tandem technical support educated customer regarding temperature changes that can cause an occlusion. Additionally, a cartridge alarm 1 occurred. Customer's blood glucose was 245 mg/dl. Reportedly, the cartridge was changed to resolve the issue.